Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) at max output on the right atrial (ra) channel. Additionally, the device exhibited low amplitudes. Technical services (ts) advised reprogramming options. No reprogramming changes were made, however, the physician stated that they would reevaluate next consult. The device remains in use. No adverse patient effects were reported.